Manufacturer narrative:
The philips solution center ( psc) contacted the customer and was unable to gather any reports of an icca patient receiving an extra dose of any medication. The customer has alleged a serious injury but there were no documented reports for this particular patient 's case. The inability to edit an order has been previously reported from other sites, however there was not enough information provided by the customer to determine root cause. In addition the customer did not request a philips field service engineer to visit the site and conduct a thorough investigation into root cause. This issue could be reproduced by the customer. There have been no reported deaths or serious injuries related to this issue. The cause is unknown due to insufficient information. The latest feedback from this customer was this was a onetime event or it was a user error. This case has been determined as a "cause unknown" due to insufficient information.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that an insulin order could not be discontinued and a patient received an extra dosage. The customer has alleged a serious injury.